Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the avalign technologies ¿ (B)(4) manufactured the blade guide sleeve for trochanteric fixation nails, p/n 357.369, lot number 7686175, per po (B)(4), dated (B)(6) 2014. The supplier¿s certificate of compliance (dated (B)(6) 2014) indicates the parts were manufactured to p/n 357.369, revision ¿f¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision ¿f¿, completed on (B)(6) 2014. There were no mrr¿s or ncr¿s associated with this lot. Release to warehouse date: (B)(6) 2014. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a blade guide sleeve, a buttress compression nut, and a helical blade coupling screw broke during surgery. The tip of the helical blade coupling screw was retained in the patient. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of manufacture (released to warehouse date) is oct 9, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: per the technique guide, the 357.369 blade guide sleeve, 357.371 buttress/compression nut and 357.377 helical blade coupling screw are instruments routinely used in the titanium trochanteric fixation nail system. The returned 357.377 helical blade coupling screw was received in fair condition with some signs of wear at the proximal end. The device was manufactured in november 2005 and is over nine years old. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified upon examination. The complaint for this device is unconfirmed. The 357.369 blade guide sleeve and 357.371 buttress/compression nut were returned and reported to have broken during surgery. This condition is confirmed; the buttress/compression nut is firmly stuck at the proximal end of the blade guide sleeve and cannot be dislodged with a reasonable amount of force. It is likely that several years of use and sterile processing cycles has led to this complaint condition. Rough handling during surgery or in sterile processing may have also contributed to this condition. The buttress/compression nut is in fairly worn condition with several scrape marks along the knurled outer edge. The 357.369 blade guide sleeve was manufactured in october 2014 and is less than a year old. The balance of the sleeve is in fairly battered condition with several threads deeply gouged and deformed. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned 357.369 sleeve and 357.371 nut does agree with the complaint description. The condition of the returned 357.377 coupling screw does not agree with the complaints description. Whether the complaint condition for these devices can be replicated is not applicable for this condition. The complaint condition for the 357.369 lot number 7686175 blade guide sleeve and the 357.371 buttress/compression nut with unknown lot number was likely caused by years of use and rough handling; however, this complaint is not a result of any design related deficiency. No product issue was identified upon examination of the returned 357.377 lot number 4984967 helical blade coupling screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient status was reported as unknown. It was reported that the procedure was successfully completed with no additional medical intervention or revision surgery has been required. It was also reported that there was no delay in the procedure.